Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. In-process qa inspections shows one non-comformance; non-confirming material was sorted for defect, re-inspected, and found to be acceptable. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "device does not work when coupled to flow meter, does not have proper oxygen delivery". No patient involvement reported.

Event description:
Customer complaint alleges "device does not work when coupled to flow meter, does not have proper oxygen delivery". No patient involvement reported.

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle lot 18b241 and one 040 adaptor were received for evaluation. The adaptor was received with no packaging, so lot number cannot be confirmed. The adaptor was received connected to the bottle. There is a dent or crease at the top front panel unrelated to the complaint. The bottle label appears to have water damage. No other visual defects were observed. The adaptor body made a stable connection to the bottle. The adaptor snap cap made a stable connection to the flowmeter. Added water to bottle until about half full and applied the water bottle/adaptor assembly to the flowmeter. The flowmeter was set to 0.5 liters per minute and bubbles were observed in the bottle. The flowmeter was set to 5 liters per minute and bubbles were again observed in the bottle. A review of the lot number reported was conducted and the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections shows one nonconformance; description is "top leak". Nonconforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.